Manufacturer narrative:
The sling and detached dynamic suture were returned for evaluation. Microscopic examination revealed the end with the suture still attached to most likely be the dynamic end, as the detachment end of the suture attached to the mesh and the detached dynamic suture both appeared to be rough and irregular, indicating stress was exerted. Examination of the static end of the mesh revealed the mesh to have curled with monofilament extruding, indicating the mesh has been pulled, most likely during removal. The dynamic anchor and tensioner were not received. Blood residue was noted on the sling. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the altis sling was implanted properly but would not tighten, it was very loose. The sling was several centimeters from the urethra. When pulled tighter the suture broke.

Event description:
According to the available information, the altis sling was implanted properly but would not tighten, it was very loose. The sling was several centimeters from the urethra. When pulled tighter the suture broke.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.